Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Other company representative reported on behalf of patient "rupture" and later reported "possible intracapsular rupture" and "internal polymer shell rupture with intact external fibrous capsule". This record is for the right side. Device remains implanted. It is unknown if the device will be returned.